Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The physician placed a taxus liberte 2.75x28mm drug eluting stent to the 80% stenosed lesion located in the moderately tortuous, severely calcified left anterior descending (lad) artery. Upon withdrawal of the balloon, resistance was felt and they were unable to successfully remove it. The physician then inflated and deflated the balloon, but still could't remove it. The balloon was finally removed by pulling it out with the guide. The balloon was removed intact, but it was not completely deflated. No pt injuries or complications occurred, although the pt did experience chest pain during this period. Pt status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains implanted in the pt and as of the date of this report, the delivery system has not been received for analysis.